Manufacturer narrative:
It was reported that the device had an internal error, and a old o2 cell. The old o2 cell is not being considered as it's a consumable that must be replaced regularly. More information about the internal error was sought but not received. There are no device logs to investigate nor is there any part returned for technical investigation. Despite several reminders the only information received regarding this complaint is the information stated in the complaint form, this is not enough to determine the root cause of the reported failure. Given this, we have not been able to confirm the problem nor can we identify any root cause. H3 other text : 4114.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator displayed an internal error. There was no patient harm. Manufacturer's ref. #: (B)(4).